Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the FDA as the event of foreign body reaction (injection site granuloma) met the serious criteria of important medical event and necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of the hyaluronic acid injectable implant could not be reviewed as this case was reported in literature without mentioning a specific product name and a lot number was not provided. (B)(4).

Event description:
This literature report from (B)(6) concerns a (B)(6) female patient. She was injected with hyaluronic acid into the forehead and lateral superior orbital rim, one year prior. The patient denied any filler injection into the eyelid. After the treatment, the filler migrated into the orbit. One year after the treatment, the patient presented to the author's clinic with two slowly progressing, palpable masses in her right anterior superior orbit. The masses were present for over the month before presentation to the clinic. The patient's visual acuity was 6/6 for the right eye. Examination found two palpable painless masses inferior to the lateral superior orbital rim and upper lid mild ptosis. Extraocular movements, optic nerve function, and her tel exophthalmometry were unremarkable. High-frequency ultrasound scanning found a hypoechogenic mass in the subcutaneous tissue of the right eyebrow and upper lid without muscle involvement or doppler flow (indicating fibrotic tissue). Computed tomography scan of the orbit found a flat radiopaque orbital mass in the anterior-superior orbit and in the subcutaneous tissue of the upper lid. The patient underwent right anterior orbitotomy via lid crease incision for excisional biopsy of the 2 masses. Histopathologic examination found a diffuse chronic inflammatory infiltrate predominantly composed of lymphocytes, histiocytes, and foreign body type giant cells with formation of noncaseating granulomas around acellular blueish granular material. This material stained positively with alcian blue, confirming that it was composed of glycosaminoglycans. In addition, adjacent to the glycosaminoglycan deposits, there were also few particles showing positive birefringence under polarized light. Based on the findings, the mass was diagnosed as secondary to injected hyaluronic acid filler with an associated foreign body reaction. No further treatment was required, and the patient remained stable at 12-month follow-up. Due to the provided information, the outcome of the events was considered as resolved. In the opinion of the authors, in this case, the hyaluronic acid filler migrated through the galea aponeurosis and orbital septum by gravity facial muscle movement. Postinjection massage was less likely given the timeframe until the onset of symptoms. Although many presumed filler lumps can be dissolved with hyaluronidase, this case was unique in that it was inside the orbit; therefore, a tissue diagnosis was needed.